Manufacturer narrative:
Device evaluation: product was not returned, however x-rays were provided. The x-ray shows the lack of correction. Potential cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient, operational or external factors. DHR review: per DHR reviews, the parts were likely conforming when they left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision was performed on the bottom half of a tether construct to address a loss of correction. The set screws were loosened from the screws at t11-l3, then the cord was retensioned and the set screws were retightened. The surgeon also placed a second tether construct at levels t12-l3. This is report four of six for this event.

Manufacturer narrative:
Product code: qhp. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00270 through 3012447612-2021-00275.

Event description:
It was reported that a revision was performed on the bottom half of a tether construct to address a loss of correction. The set screws were loosened from the screws at t11-l3, then the cord was retensioned and the set screws were retightened. The surgeon also placed a second tether construct at levels t12-l3. This is report four of six for this event.